Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line) during use while the patient was connected. The technical service representative assisted the patient in clearing the alarm and the patient restarted therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The system error 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.